Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ physical pain') and genital haemorrhage ('general abnormal bleeding') in a 25-year-old female patient who had essure (ess205) (batch no. 12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tenderness, cholecystitis, cholelithiasis, menometrorrhagia, polycystic ovarian syndrome, dizziness, lightheadedness, vaginal prolapse, paraovarian cyst, inflammation and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2005 to (B)(6) 2005 for contraception as well as oral contraceptive nos from (B)(6) 2005 to (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish") and migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), bilateral salpingo-oopherectomy and dilatation and curettage on (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, depression and anxiety was resolving, the genital haemorrhage, menorrhagia and abdominal pain had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2005 was given initially, but in current pfs (B)(6) 2005 was given. Right coil- 2 coils into the uterine cavity. Left coil - 3 coils. Discrepancy noted earlier lab test for hysterosalpingogram was done and now in pfs she did not undergo confirmation test was given. Discrepancy noted earlier; have you had your essure (or any part of the device) removed? No received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding and headaches. Discrepancy noted in date of removal (B)(6) 2014 (summons) and (B)(6) 2014 (pfs). As per date of communication from (B)(6) 2019 medical procedure was stated to be necessary due to symptoms and issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ physical pain') and genital haemorrhage ('general abnormal bleeding') in a 25-year-old female patient who had essure (ess205) (batch no. 12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2005 to (B)(6) 2005 for contraception as well as oral contraceptive nos from (B)(6) 2005 to (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psych injury"), anxiety ("mental anguish") and migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), bilateral salpingo-oopherectomy and dilatation and curettage on (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2005 was given initially, but in current pfs (B)(6) 2005 was given. Right coil- 2 coils into the uterine cavity. Left coil - 3 coils. Discrepancy noted earlier lab test for hysterosalpingogram was done and now in pfs she did not undergo confirmation test was given. Discrepancy noted earlier; have you had your essure (or any part of the device) removed? No received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding and headaches. Discrepancy noted in date of removal (B)(6) 2014 (summons) and (B)(6) 2014 (pfs). As per date of communication from (B)(6) 2019 medical procedure was stated to be necessary due to symptoms and issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: plaintiff fact sheet received: new event migraines / headaches added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ physical pain') and genital haemorrhage ('general abnormal bleeding') in a 25-year-old female patient who had essure (ess205) (batch no. 12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tenderness, cholecystitis, cholelithiasis, menometrorrhagia, polycystic ovarian syndrome, dizziness, lightheadedness, vaginal prolapse, paraovarian cyst, inflammation and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2005 for contraception as well as oral contraceptive nos from january (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problems condition:depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish") and migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), bilateral salpingo-oophorectomy and dilatation and curettage on (B)(6) 2014. Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, depression and anxiety was resolving, the genital haemorrhage, menorrhagia and abdominal pain had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2005 was given initially, but in current pfs (B)(6) 2005 was given. Right coil 2 coils into the uterine cavity. Left coil 3 coils. Discrepancy noted earlier lab test for hysterosalpingogram was done and now in pfs she did not undergo confirmation test was given. Discrepancy noted earlier; have you had your essure (or any part of the device) removed? No. Received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding and headaches. Discrepancy noted in date of removal 01-oct-2014 (summons) and 29-oct-2014 (pfs). As per date of communication from (B)(6) 2019 medical procedure was stated to be necessary due to symptoms and issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: successful occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2020: pfs received. Updated outcome of event vaginal hemorrhage, depression, anxiety from unknown to recovering / resolving. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year old female patient who had essure (ess205) (batch no. 12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2005 to (B)(6) 2005 for contraception as well as oral contraceptive nos from (B)(6) 2005 to (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and headache ("other injuries/symptoms : headaches"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain and headache had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, headache, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date(B)(6) 2005 was given initially, but in current pfs (B)(6) 2005 was given. She was currently planning for essure removal. Right coil- 2 coils into the uterine cavity. Left coil - 3 coils. Discrepancy noted earlier lab test for hysterosalpingogram was done and now in pfs she did not underwent confirmation test was given. Have you had your essure (or any part of the device) removed? No. Received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Product indication updated. Essure explant date added. Events- general abnormal bleeding, abdominal pain and other injuries/symptoms : headaches were added. Event clubbed: psychological or psychiatric problems condition: depression/psych injury. Event outcome updated for: physical pain/pelvic area and abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding). Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.